Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The following physical damage was found: minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. No buttons were pressed for longer than three minutes. The insulin pump was returned for analysis and a replacement device was shipped to the customer.